Event description:
It was reported that fiber broke off during a photoselective vaporization of the prostate (pvp) after 30 seconds of firing. The procedure was completed using two additional fibers with a different lot number. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The glass cap exhibited severe devitrification. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified of the fiber. Visual analysis identified that the metal cap exhibited moderate charred debris adhesion. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that the fiber broke off during a photoselective vaporization of the prostate (pvp) after 30 seconds of firing. The procedure was completed using two additional fibers with a different lot number. There were no patient complications.